Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during a follow up in clinic, inadequate capture and decrease in r-wave amplitude were noted on the right ventricular (rv) lead. A revision procedure was performed and the rv lead was repositioned to resolve the event. The patient was in stable condition.